Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform operating current, a21 error, self-test and displacement test or verify blank display due to cracked and bleeding lcd glass. Unit had stripped battery cap coin slot (p). (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer reported that they were not able to insert the new battery due to damaged battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.